Event description:
Boston scientific received information that one day after the implant procedure, the patient with this right ventricular lead presented with substernal pain. Upon testing, high threshold measurements were observed and it was determined that the lead perforated the ventricle.